Event description:
The hospital reported that, following a case, the clinician requested the biomed to check the nitrous oxide (n2o) flow on the anesthesia machine. Upon arrival in the operating room, the biomed turned the anesthesia machine on the n2o float went immediately to the top of the flowtube and could not be adjusted down.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.